Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows an image of a cellphone shows a photo of a loose firing trigger switch actuator. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during the esophagectomy procedure they were using the 45 powered plus. They assembled the third gst45w. When they closed it on the fabric, it broke and a piece of yellow plastic came out of the handpiece. At that point the stapler was deactivated and the electrical part no longer worked. He did not cut or suture. The battery was dead. They tried to change the refill but the stapler still didn't work. They then had to open a new stapler to continue the procedure. The patient did not experience any damage.

Manufacturer narrative:
(B)(4). Date sent: 6/6/2022. D4: batch # 603a11. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator missing; which lead to the device not been able to fire. The damage to the actuator post has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.